Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during the initial drain on the home choice (hc). The home patient (hp) called in previously with a low drain volume alarm. The hp stated instead of ending therapy he changed out the bags and there was air in his line. The technical service representative (tsr) explained the set up process and advised the hp would need to end therapy. The hp stated he feels like he might have air in him. The tsr advised the hp to notify the registered nurse (rn). The tsr assisted in ending therapy. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product issue. Complaint is confirmed because it was reported during trouble shooting of an alarm situation low drain volume, customer switched solution bags only and re-started therapy with used single use supplies, which is a use error/poor aseptic technique. The root cause is undetermined. The lot number is unknown; therefore a batch review will not be conducted. A labeling review found the labeling to be adequate for the use/user error identified in this incident.